Event description:
It was reported by service report that the bed scale would not read correctly. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent frame. Bed removed from service.